Event description:
(B) (4). This is the same patient as 2134265-2009-04554 & 2134265-2009-04555. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. The patient presented with unstable angina type iii c. Three lesions were identified in the right coronary artery (rca). Target lesion #1 was 100% stenosed, lesion length was 24mm and the reference vessel diameter was 2.7mm. A liberte bare metal stent (bms) 2.75x24mm was implanted at the lesion site. Residual stenosis was reported as 5%. Target lesion #2 was 100% stenosed, lesion length was 32mm and the reference vessel diameter was 3.0mm. A liberte bms 3.0x32mm was implanted at the lesion site. Residual stenosis was reported as 5%. Target lesion #3 was 100% stenosed, lesion length was 12mm and the reference vessel diameter was 3.0mm. A liberte bms 3.0x12mm was implanted at the lesion site. Residual stenosis was reported as 5%. No patient complications were reported and the procedure was reported as a technical success. Medications prescribed at discharge were asa and clopidogrel. Three days post-procedure, the patient experienced sudden cardiac death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu (B) (4): product not returned for analysis.